Event description:
It was reported via FDA user facility report # mw (B)(4) the following information: pm shift rn reported issues overnight with a clogged feeding tube. After multiple attempts to clear clog with warm water and clog zapper as per protocol to restore patency, the feeding tube was eventually deemed to be working. The tube feeds had been subsequently restarted as bile and feedings were able to be aspirated, confirming placement. The pm rn mentioned external length markings changed from what was previously documented. A kidney, ureter, and bladder (kub) x-ray was ordered and revealed that a 10 cm piece of the feeding tube had migrated to ileum. X-ray showing broken piece attached. A gi consult was obtained, and a non-contrast CT scan was ordered. The CT scan revealed that the broken tip was located at the ileocecal junction. As of next day, a kub x-ray confirmed that tip had migrated into the colon. Gi outlined plan to replace feeding tube and attempt to flush the broken tip out patient to be monitored for passing of fragment. If fragment is not expelled/passed a colonoscopy will be planned. Additional information received 02-sep-2021 apparently the came out on its own between (B)(6) 2021. The patient has a new tube and is doing well. The distal piece of the device was not recovered.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 17-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. . Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).